Event description:
The customer was admitted to the hosp for high blood glucose levels and diabetic ketoacidosis. The customer had nausea and vomiting prior to hospitalization. Customer stated that she changed the set every two weeks.